Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was not responding when the wake button was pressed. Reportedly, the pump appeared to be turned off. The customer plugged the pump into a power source and the touchscreen turned on, but was unresponsive to presses. Customer stated that the pump is making a high pitched whirring noise. Troubleshooting with tandem technical support was performed and the touchscreen remained unresponsive. Customer had elevated blood glucose levels (300 mg/dl). Contact stated elevated blood glucose levels were "likely due to the fact that the customer was not wearing the pump at the time of the reported issue." Customer delivered an injection to stabilize blood glucose levels and stated they have a back up pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.